Manufacturer narrative:
The reported event was ¿the shock coil had endothelialized separated from the lead and was not able to be removed during the procedure¿. A partial lead was returned in two pieces. Visual examination of the lead found both the right ventricular (rv) and superior vena cava (svc) shock coils portion of the lead was not returned. All other damages noted are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in hospital following a heart transplant in 2019 during which the patient's system was turned off and leads cut. During an elective procedure to remove the system, the inner lumen as well as the rest of the right ventricular (rv) lead was explanted but the actual coil of the rv lead was endothelialized and could not be removed. The patient's extraction was meant to facilitate magnetic resonance imaging (MRI) due to a suspected mass in the transplanted heart. A cardiac consult deemed the risk was not worth trying to get the remaining coil. No additional procedures was scheduled. The patient wouldn't be able to have an MRI,documented literature notes that there is no ferromagnetic material in the remaining coil so the MRI could happen, but would be considered ¿off label¿. There was no suspected abnormality on the lead as the transplant had taken place years ago, the coil had endothelialised while the patient awaited a complete explant. The patient was stable following the procedure.